Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Sales representative attended on site 16jan2025 to troubleshoot and identify if it was user error or if the device needs to be returned. Per follow up, they have been in today to check the device and it was ok and does not need to come back to tech- the water temperature was cold as it was trying to bring the patient temperature down, user error. Patient switched to another device to continue therapy, no impact to patient. The instructions-for-use under baw2800261 rev 2 and baw2800424 rev 1 are found to be adequate. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. No additional actions can be taken. Correction: e. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature display constantly shows 7 degrees c in an arctic sun device. Sales representative attended on site 16jan25 to troubleshoot and identify if it was user error or if the device needs to be returned. Per review of wo on 20jan2025, patient switched to another device to continue therapy. Per follow up information received via mail on 24jan2025, device was not coming back. They have been in today to check the device and it was ok and does not need to come back to tech- the water temperature was cold as it was trying to bring the patient temperature down, user error. Patient switched to another device to continue therapy, no impact to patient.

Event description:
It was reported that the water temperature display constantly shows 7 degrees c in an arctic sun device. Sales representative attended on site (B)(6) 2025 to troubleshoot and identify if it was user error or if the device needs to be returned. Per review of wo on (B)(6) 2025, patient switched to another device to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.